Manufacturer narrative:
A DHR review was performed on lot#t124842, mo no-conformance or deviations were detected during the manufacture of this lot. The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility alleges the device arced onto the patient. No patient injury or medical intervention was reported. The clinical engineer alleges the probe burnt through the rubber shielding approximately 1/2" from the tip of the probe blade from the top.